Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer's father also reported that the sensor had a bent cannula. The customer's father declined to troubleshoot for high blood glucose. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.